Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. As a result of checking the instruction manual and labeling of the product, there was no abnormality that would lead to phenomena. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source exhibited a e103 error (ignition error). The issue was found during preparation for use for a diagnostic cystoscopy procedure and the procedure was completed with the same device. There were no reports of patient harm.